Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29mm transcatheter bioprosthetic valve, a femoral cut-down was performed due to heavily calcified and narrow femoral and iliac arteries. The delivery catheter system (dcs) was inserted into the patient but was very difficult to advance through the artery and descending artery and extreme force was applied. Without the ability to further advance in the descending aorta, the dcs was alleged to have looped or bent which dissected the aorta. The blood pressure ceased, resuscitation attempts for more than an hour were performed, but were unsuccessful and the patient died.

Manufacturer narrative:
Additional information was received that immediately after the blood pressure dropped, the delivery catheter system (dcs) was removed and there was an attempt to implant a stent graft in the area of the tear in the descending aorta, however, the blood pressure kept going down. It was reported the patient was very frail. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: difficulties advancing the delivery catheter system (dcs) through the vasculature is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, it was noted that the patient was frail with heavily calcified and narrow femoral and iliac arteries. This indicates that the probable cause of the advancement difficulties was patient anatomy. Advancement difficulties do not typically indicate a device issue. It was then reported that the dcs bent which dissected the aorta. Per the additional information received, ¿the injury to the descending aorta was caused by the loop/bent of the delivery system that occurred only due to the excessive force applied on the system and due to the attempts to push the dcs forward although it did not advance¿. The evolut system instructions for use gives the following warning; ¿there will be some resistance when the catheter is advanced through the vasculature. If there is a significant increase in resistance, stop advancement and investigate the cause of the resistance (for example, magnify the area of resistance) before proceeding. Do not force passage. Forcing passage could increase the risk of vascular complications (for example, vessel dissection or rupture).¿ the blood pressure ceased, resuscitation attempts for more than an hour were performed, but were unsuccessful and the patient died. The blood pressure reduction was most likely due to the blood loss caused by the aortic dissection. Vascular injuries, such as dissection, and death are known potential adverse patient effects per the evolut system instructions for use (IFU) and may be impacted by many factors including the patient's pre-procedural condition and procedural factors, as well as factors related to the device. In this case the most likely cause of the dissection was the excessive force used to advance the dcs which caused the dcs to kink. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. If information is provided in the future, a supplemental report will be issued.